Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure was performed for pain. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent m2a total hip arthroplasty on unknown date. Subsequently. A revision procedure was performed (B)(6) 2012 due to alleged pain. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported initial procedure occurred on (B)(6) 2011.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.